Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received an alarm and forgot to place the alarm in suspend mode. The customer stated that he did not hear the alarm. The customer stated that when he check his blood glucose, the customer's blood glucose was over 500 mg/dl. The customer stated that his blood glucose rose because he did not hear the suspend alarm from his insulin pump. Assisted customer with changing the beep to loud. The customer stated that he would try the vibrate option at the time of the call. The customer declined troubleshooting for high blood glucose levels. Nothing further reported.